Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preparation , the cardiosave intra-aortic balloon pump (iabp)pneumatic module leak test failed. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6, h10.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h10, h11. Corrected fields: h6 (medical device - problem code).

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the safety disk. The all manifold tests passed. The unit operated as normal. The maquet failure analysis and testing dept. (Fat) received safety disk associated with this complaint with a reported unit failure of the safety disk leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the safety disk in cardiosave test fixture and tested the part to factory specifications per procedure and the cardiosave service manual. Ran the all manifold test. Part failed the pim leak test portion. Fat was able to verify the reported issue. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.

Event description:
N/a